Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported consistent low blood glucose (bg) readings during the first two nights of ilet use. The agent explained this can occur as the pump adjusts and advised using the 15g carbs/15 minutes rule. The user was reminded not to change targets without consulting their healthcare provider and to use ¿usual for me¿ meal announcements to support adaptation. The lowest blood glucose (bg) recorded was 64 mg/dl. Bg was corrected with food. The user's reported symptoms during the event included shakiness and "feeling off". No medical intervention was required at the time of call.